Event description:
It was reported that: the device reduced the breathing frequency by itself. Sometimes the minute-volume was 20 and sometimes 200ml. No alarm was given by the device. It is suspected that the pt's state of health was impaired due to this event.